Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and dimensional inspections were performed on the returned device. The reported resistance and kink were confirmed. The difficulty removing was unable to be confirmed due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the information provided, the reported difficulties and subsequent damage appear to be due to operational circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a peroneal artery and a moderately calcified tibia artery. A spartacore guide wire was used to treat the peroneal and during the procedure it was kinked. The guide wire was removed and a non-abbott guide was advanced to treat the tibia and it also kinked. The 1.5 x 120 mm armada 14 balloon catheter was being advanced over the non-abbott guide wire, but it could not advance over the kink in the wire. There was difficulty removing the guide wire but it was ultimately removed. A new spartacore guide wire was being inserted into the armada catheter but it could not be advanced through the hub, due to a kink in the guide wire lumen in the hub. The hub of the catheter was cut off and the spartacore guide wire was advanced through the guide wire lumen; however, it could not advance through the armada due to several kinks in the shaft of the catheter. It was decided to end the procedure and everything was removed from the anatomy. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.